Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac (swiftpac) and non-penumbra microcatheter. It should be noted that the patient's anatomy of the posterior branch of the mma was tortuous. While advancing the swiftpac into the target location, the microcatheter kicked back and bent. Subsequently, the swiftpac unintentionally detached in the posterior branch of the mma. The physician removed the detached swiftpac using a snare device. The procedure was completed using a liquid embolic agent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.